Manufacturer narrative:
Device evaluation summary: electrode belt sn: (B)(4) was completed. The belt was fully functional upon receipt. There was no evidence of damage to the therapy electrode pads. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2008, an (B)(6) female patient contacted zoll customer support to report that the electrode belt electrodes were cutting into her breasts and the abrasions were beginning to cause an open sore. The patient loosened the garment and continued to wear the lifevest. It is unknown whether the patient required medical intervention. The clinical outcome of the open sore is unknown.